Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-may-2005, UDI#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient has had "problems" ever since the pump was implanted because they thought they were getting a normal pump placement with the catheter going into the spine. But when they woke up, the catheter was implanted going behind the patient's ear, through a borehole, into their brain. The patient also reported that their current healthcare provider (hcp) could no longer service their pump as the hcp was advanced in age, was not doing well health-wise, and was retiring. Because their catheter goes into their brain, the patient could not find anyone else to help them. The patient talked with their hcp, who advised having the device taken out, but no other doctor will "even touch it." The patient noted that their hcp informed them that if the pump goes dry, it will pump air into their brain. No further complications were reported.